Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant upstream occlusion alarms which were not reproduced during evaluation. Constant upstream occlusion alarms were verified through the a review of the event history log. Evaluation revealed that the cause was ultrasonic sensor fluid numbers were below specification. The upstream sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant upstream occlusion alarm. There was no patient involvement. No additional information is available.